Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had cracks in the coating. The issue was found during pre-inspection for an unknown procedure. The procedure was completed. There were no reports of patient harm.

Event description:
It was reported that the camera head had cracks in the coating. The issue was found during pre-inspection for an unknown procedure. The procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned for evaluation and the customer's allegation was confirmed. In addition, the device evaluation found cable watertight defect and white scratches (pixel defect). Based on the results of the investigation, it is likely the following led to the malfunction: no cause was identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.